Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The procedure started at 10:12 a.m. A watchman access system (was) and 33mm watchman laa closure device and delivery system (wds) were used. The closure device was successfully implanted with no recaptures. The procedure finished at 10:41 a.m. And they performed an effusion sweep which showed no signs of an effusion. The patient was taken to post operating and was admitted to the floor. Later that evening, the patient developed a pericardial effusion. A pericardiocentesis was performed where approximately 230 ml of bloody fluid was removed from the patient. The patient stabilized and was doing well and was expected to be discharged.